Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot: 199124 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot: 199124 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 199124 showed that the complaint rate is (B)(6). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A customer reported a (B)(6) result with the alere determine hiv 1/2 ag/ab combo from a serum plasma sample. An hiv viral load/cd4 confirmation test was (B)(6). There is insufficient information to determine if a malfunction occurred. The patient was reported as female and their pregnancy status, treatment and outcome are unknown.